Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Consumer's friend reported that the consumer experienced pain in the anterior quadrant of the anus, and had pus in the vagina after receiving the injection procedure about 3.5 years ago. Reportedly, the consumer saw a colorectal doctor and was diagnosed with an infection and recovered from the infection after a course of antibiotics. Allegedly, the consumer's doctor attributed the infection to the injection. Dissatisfied with the first procedure outcome, consumer reportedly returned the following year and a second injection procedure was performed, but she remained dissatisfied with both procedures'' outcomes. Reportedly, in (B)(6)2016 she experienced pain in the anal canal and a colorectal doctor found two lumps in the anal canal. The doctor removed the lumps and found one to be precancerous. The dr. Believes the injections to be the cause of the issue because the lumps were in the same area as the injections. Additional information was requested, but has not been received.

Manufacturer narrative:
Additional was requested, but no additional information has been received. The product was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the device was not provided; therefore, a batch record review (brr) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.